Event description:
It was reported that a post operative x-ray one day post implant showed this electrode to not be down on the sternal fascia despite stable shock impedance measurements of 70 ohms. It was noted that the placement of the electrode at implant was suboptimal. The patient also reported that the electrode was uncomfortable. A revision procedure was then performed. The physician repositioned the electrode using a three incision technique to ensure the electrode remained in the desired position. The procedure was completed successfully without complications. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.